Event description:
It was reported by the edwards territory manager that at the beginning of the transapical tavr procedure an echo identified an ascending aortic dissection. Following the deployment of a 23mm sapien valve the dissection was still present and expanding. Reportedly the patient passed away during the tavr procedure. Reportedly, during tavr patient screening the surgical team decided to proactively utilize cardiac pulmonary bypass (cpb) and this was initiated early in the tavr procedure. Upon placement of the pledgets and prior to ascendra sheath placement, bleeding in chest cavity was noted. Additionally, echo identified an ascending aorta dissection which was present prior to the needle stick. The surgical team agreed to proceed with sheath placement and pre-dilatation for valve deployment. The surgical team made decision to move forward and deployed a 23mm sapien valve in a 50:50 position. After valve deployment the dissection was still present and was noted to be expanding. The bleeding into the chest cavity continued to increase and was uncontrolled. The reason for the dissection was not confirmed. Reportedly the patient passed away during the tavr procedure.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case the exact cause of the event could not be confirmed; however, patient (history of aortic aneurysm, vascular disease, and an aortic dissection noted prior to the introduction of edwards¿s devices) and procedural factors (placement of bypass cannulas) could have caused or contributed to the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.